Event description:
There was no patient involved in this event. This device malfunctioned because the device prompts service required following drop from height. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 03/30/2011 and it performed to specification alongside random manual power-ups until (B)(4) 2013. The device was successfully powered up on (B)(4) 2013 there were several manual power ups recorded after this date, with nonsensical dates logged, which failed the self-test due to an real time clock error. On inspection of the pad clock, the time was not incrementing and the date was corrupt. The device was disassembled for investigation and it revealed a coin cell had become detached. The damage most likely occurred as a result of the drop reported by the customer. The coin cell was replaced and the clock was synchronized with saver evo. The investigation found that the device was dropped by the customer which caused the coin cell to become detached. The coin cell was replaced and the device performed to specification. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300 p devices are for multi-use.